Event description:
It was reported that the ventilator failed to ventilate when setting up for use. The ventilator is used for transport and the crew was unable to use the ventilator. The ventilator failed the leak test and the turbine did not spin up.

Manufacturer narrative:
Na